Event description:
The customer reported that an nbp cuff was placed between the fms rack and the monitor. The auto-inflate setting was inadvertently left "on" for bp monitoring and it activated causing the cuff to inflate and the upward pressure of the inflated the cuff hit the release lever located at the front bottom of the monitor disengaging it and lifting the monitor off the mount. No patient harm was reported.

Manufacturer narrative:
(B)(4). All of the available information supports that there was no malfunction and that this problem was due to user error. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.